Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2013 and presented on (B)(6) 2016 (2 years 6 months later) with irregular astigmatism in both eyes. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in both eyes and irregular astigmatism although a note from the surgeon says patient was treated only in right eye in 2013. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2014: right eye post-op 20/30 .00 x -.75 x 136. Bcva from (B)(6) 2016: right eye post-op 20/40; right eye post-op 20/30.